Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) 2020. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2014, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), depression ("chronic depression"), fatigue ("fatigue"), blindness ("severe vision loss"), deafness ("hearing loss"), arthralgia ("joint pain"), paraesthesia ("tingling in the arms and hands") and pain in extremity ("pain in the arms and hands") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, migraine, nausea, weight increased, depression, fatigue, blindness, deafness, arthralgia, paraesthesia and pain in extremity outcome was unknown. The reporter provided no causality assessment for arthralgia, blindness, deafness, depression, fatigue, migraine, nausea, pain in extremity, paraesthesia, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), depression ("chronic depression"), fatigue ("fatigue"), blindness ("severe vision loss"), deafness ("hearing loss"), arthralgia ("joint pain"), paraesthesia ("tingling in the arms and hands") and pain in extremity ("pain in the arms and hands") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, migraine, nausea, weight increased, depression, fatigue, blindness, deafness, arthralgia, paraesthesia and pain in extremity outcome was unknown. The reporter provided no causality assessment for arthralgia, blindness, deafness, depression, fatigue, migraine, nausea, pain in extremity, paraesthesia, pelvic pain and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.